Event description:
Both the patient's lead and generator were replaced. The explanting facility discards devices per the facility's policies. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's vns upon interrogation, and that the patient was referred for surgery to address the high impedance. It was later reported that the patient experiences a shocking sensation in the left neck and upper chest. The vns output currents were disabled. No known surgery has occurred to date to address the high impedance. Multiple attempts for information have made, but no additional or relevant information has been received to date.